Manufacturer narrative:
There was no sample returned for eval and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore unk. (B)(4).

Event description:
A clinical director reported that the system stops suddenly during procedures. The system then has to be rebooted, sometimes multiple times, to complete the surgery resulting in delays of approximately 20 minutes. There was no pt impact reported.